Event description:
The customer called for help with his contour meters. He performed control tests during the call and received results of 272 and 332 mg/dl. The normal control range was 107-147 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and new meters were sent to the customer.